Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 17-june-2019 literature article entitled: ¿mid-term results of exeter vs endurance cemented stems¿ by justin j. Sherfey, do, and richard w. Mccalden, md, frcsc. Published by the journal of arthroplasty vol. 21 no. 8 (2006) was reviewed for MDR reportability. The study¿s objective was to present the experience of a single surgeon using 2 uniquely different cemented stem designs, the highly polished collarless tapered competitor stem and the collared, roughened, satin-finished endurance stem, followed prospectively with mid-term follow-up. 34 hips were implanted with the endurance stem with an average follow-up of 4.57 years are included in the study. The models of prostheses used include endurance cemented stem (12 high offset and 19 standard stems) as well as duraloc porous coated modular acetabular component. Please note, cement manufacturer is not provided. The study identified the following to be adverse outcomes: 7 patients experienced aseptic loosening of the stem. 1 patient experienced infection. 6 patients experienced a revision.